Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse observed the broken doppler tether and replaced it. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
During a previously scheduled service call, the cardiosave intra-aortic balloon pump (iabp) had a broken doppler tether. There was no patient involvement. This is related to complaints (B)(4).